Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient's cycler is alarming with an air detected in cassette warning during drain 1 of treatment. The warning occurred multiple times. A fluid leak was discovered. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. In a follow up with pd nurse it was verified there was no patient harm or adverse event, and no medical intervention was required. The patient received a new cycler and is doing pd treatments without issues. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were visual indications of fluid in hp2 tubing. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient's cycler is alarming with an air detected in cassette warning during drain 1 of treatment. The warning occurred multiple times. A fluid leak was discovered. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. In a follow up with pd nurse it was verified there was no patient harm or adverse event, and no medical intervention was required. The patient received a new cycler and is doing pd treatments without issues. The cycler is available to return as a sample product.